Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a hole in the shaft was noted. The target lesion was located in the right common iliac artery. During the first inflation of a 8.0-80, 120 wanda balloon catheter the shaft had a leak on the outer shaft near the balloon and a hole was noted. The wanda balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).